Event description:
As reported, during use in patient, a swan-ganz catheter had a blood leakage from the optical module connector. There was no allegation of patient injury. Further information is not available.

Manufacturer narrative:
Additional product codes: dqo, dqe, and kra. A product evaluation was completed on the returned catheter. The reported event of leakage issue was confirmed. As received, catheter body was cut at the tip. Mating part of catheter was not returned. Optical module was opened and blood residues were found inside. Optic and kevlar fibers were removed from optic lumen for leakage testing of optic lumen. Interlumen leakage was observed between the inflation and optical lumen. Interlumen leakage occurred in the catheter backform. Through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to the issue. A supplemental report will be submitted once the evaluation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms the failure modes are associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units go through a leak and flow test 3 times in the sub assembly manufacturing process. The lot number was not provided thus a device history record was not reviewed.